Manufacturer narrative:
Incorrect serial number: the device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4). The device manufacture date was updated from jan 22, 2013 to apr 13, 2015 to reflect the change. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft was bent and a symbol was missing. Therefore, the reported condition was confirmed. The assignable root was determined to be due to improperly handling by dropping, which is user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact speed reducer device reduced performance when in use. According to the reporter, the coupling part was jammed on the device. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.